Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the handle does not hold the nail anymore; it is stuck. This was discovered after a surgery. There was reported no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the investigation of the complained handle shows that the chuck is stuck. The investigation regarding manufacturing and raw material documents shows conformity to its specification for the instrument produced in november 2013. No failure in material or manufacturing could be detected. Afterwards and without any further details it is unfortunately not possible to determine the exact cause of this failure mode. It is likely that it was neglect to use frequently recommended synthes oil for the chuck. Without this process step direct friction metal to metal will start followed by cold shut inside the mechanism and it get stuck as reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.